Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
This patient received full revision surgery and less than a month after implant developed a (B)(6) incision infection and their generator and lead were explanted. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.